Event description:
It was reported that this patient had been experiencing palpitations and presented to the emergency room due to a syncopal event. It was noted that this right ventricular lead had sustained a fracture. The device remains in monitor only mode due to the reported clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing of noise which resulted in inappropriate therapy due to a malfunctioning right ventricular (rv) lead. A boston scientific technical services consultant documented the clinical observations with the caller who stated a revision procedure may occur in the future. Six years later, additional information was reported stating right ventricular (rv) pacing impedance measurements were greater than 2500 ohms and r-wave measurements had decreased. Therapy was programmed off as the caller stated this system will not be removed. No adverse patient effects were reported. It was reported that this lead was subsequently explanted and removal difficulty was noted which resulted in a prolonged explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing of noise which resulted in inappropriate therapy due to a malfunctioning right ventricular (rv) lead. A boston scientific technical services consultant documented the clinical observations with the caller who stated a revision procedure may occur in the future. Six years later, additional information was reported stating right ventricular (rv) pacing impedance measurements were greater than 2500 ohms and r-wave measurements had decreased. Therapy was programmed off as the caller stated this system will not be removed. No adverse patient effects were reported.